Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. After repairs were made for a non-critical issue, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.